Event description:
It was reported that the patient presented to the clinic remotely via data transmission of the pacemaker. The transmission showed episodes of noise on both the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) was contacted for programming recommendations. There was no reported adverse event for the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).